Manufacturer narrative:
The main component of the system, and other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va07a6g, implanted: (B)(6) 2013, product type: lead. Product ID: 3889-28, lot# va02a9p, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both of the patient's implantable neurostimulators (ins) had been turned off for a couple months because they had physical therapy done with an "in tone" machine and they needed their ins off while using "in tone." It was noted the patient's most recent implant was placed on the right side. It was stated the patient;s device therapy had not provided relief and that was the reason they were using "in tone" physical therapy. It was stated the patient noticed having a lot of twitching and disturbance from the groin area to their feet two months after the second device was implanted. It was noted that after having turned the devices off it hadn't completely gone away but had gotten 90 percent better. It was reported the patient had both the left and right going at the same time and they tried turning one off but after three weeks of stimulation it was really uncomfortable. It was noted the manufacturer representative changed the programs. It was stated the patient then started to use the "in tone" therapy for their bladder and had to turn stimulation off. The patient stated that since turning their stimulation off the twitching and nerve agitation from both legs had gotten better. It was noted the patient still had some trouble now and then with twitching especially during the night when they were quiet and still. Reportedly, the patient had fibromyalgia and they stated that may be the reason stimulation was affecting their nerves compared to other people. Information received later indicated that patient was still having concerns regarding their device or therapy but have not sought further help. It was indicated that patient that the implants did not seemed to help. It was noted that it had been turned off since (B)(6). They had programmed and re-programmed and after 2-3 weeks pain in the groin and down both legs too uncomfortable no matter what they did. Additional information received from an MRI technician on 2016-jul-22 reported that the patient had a partial lead left in, but the rest of the system was removed as of an unknown date. They were inquiring about scanning the patient for an unknown reason.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.